Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 4 syringes 0.3ml 30ga 8mm 7bag 420cas jp from an unspecified lot had issues with difficulty removing the shields before use, resulting in the needle hubs separating from their syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "seven syringes were collected. This may be issues about being difficult to remove the shield and difficult to insert the needle."

Event description:
It was reported that 4 syringes 0.3ml 30ga 8mm 7bag 420cas jp from an unspecified lot had issues with difficulty removing the shields before use, resulting in the needle hubs separating from their syringes. The following information was provided by the initial reporter, translated from japanese to english: "seven syringes were collected. This may be issues about being difficult to remove the shield and difficult to insert the needle."

Manufacturer narrative:
H.6. Investigation: customer returned (4) loose 3/10cc syringe. Customer states that it is difficult to remove the shield and difficult to insert the needle. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for shield does not detach as intended and needle point blunt due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle blunt). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.